Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the hematocrit saturation probe was broken. There were no reported adverse consequences to the pt.